Event description:
It was reported that snaplock on handpiece makes it easy for the drill to detach. As this was noticed during in-service, no case was involved.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, had an issue with snap lock where the anspach device detached easily, prior to a procedure. The navio handpiece was not returned for further evaluation and an initial visual/functional inspection was not performed. However, this is a known issue resulting from the plungers not sitting flush with the plunger holder, i.e., the plungers do not extend as far as expected. The most probable cause is that the snap locks for these handpieces are missing a machined chamfer. The missing chamfer does not permit the plungers to fully protrude allowing the drill to come loose from the handpiece more easily than expected. The root cause of this issue was found to be supplier / raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.